Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product serial/lot number: unknown; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, pre-implant dilatation was performed using a 24 millimeter (mm) balloon. During the third deployment attempt, infolding of the valve occurred. A new delivery catheter system and a new valve were prepared, and the second valve was properly crimped and implanted successfully. Paravalvular leak (pvl) was then observed, and post-implant dilatation was performed using a 24 mm balloon that had previously been used for pre-implant dilatation. During post-implant dilatation, capture loss occurred during wire pacing, and the valve dislodged with the balloon. After multidisciplinary team discussion, a valve from a different manufacturer was implanted. The dislodged valve was stabilized using a snare, and the new valve was successfully implanted. Due to an unstable position of the dislodged valve, surgical explant was subsequently required.

Event description:
Additional information was received that the valve deployment starting point was the bottom of the pigtail catheter. A non-medtronic guidewire was used for the procedure and for the temporary pacing. Prior to dislodgement, the implant depth was 4 mm on both the left coronary cusp and non-coronary cusp. The pvl severity after implant was moderate. The valve dislodged towards the aorta. The first valve was recaptured due to a deep implant depth. Per the physician, the aortic and annular calcification contributed to the infold. A procedural delay occurred.

Manufacturer narrative:
Image review: 7 fluoroscopic cine loops of the implant procedures and post-balloon aortic valvuloplasty (bav) were provided for review. The reason for the infold formation cannot be derived from the reported information or provided image material. No fluoroscopic load check images were available, but a loading issue is unlikely after two normal valve deployments. Unfavorable patient anatomy might have caused the infold. The evolut system was replaced with a new one as soon as the infold was discovered upon the third deployment attempt. The provided video material shows the valve embolizing during post-bav. Although very likely, with the image material alone, the reported capture loss cannot be confirmed as the sole reason for the embolization. The clip only features the valve dislodgement of the evolut by the balloon and its embolization, without further context. A combination of two unfavorable factors might have had an influence in the embolization: a possibly shallow implant depth (not reported) and the visibly high balloon position. A device relation cannot be confirmed. The requirement to surgically explant the evolut valve was reported. The patient summary was not provided for anatomical review. The following possible adverse events are listed in the instructions for use (IFU). Those may be associated with the use of the evolut system and include, but may not be limited to, the following: emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant. Prosthetic valve dysfunction (regurgitation or stenosis) due to ¿ bending (out-of-round configuration) of the valve frame; underexpansion of the valve frame; ¿ malposition (either too high or too low)/malplacement. Prosthetic valve migration/embolization. Prosthetic valve migration/embolization can ¿ amongst other reasons ¿ be facilitated by post-bav complications, such as capture-loss. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract calcification and patient anatomy. If an infold is detected, it should not be attempted to resheath and re-deploy the bioprosthesis. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.